Manufacturer narrative:
(B)(4). H6: component codes: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided for the loosening event and reviewed by a health care professional. Review of the available records identified the following: overall alignment at the elbow articulation is maintained. There is marked malalignment with proximal implant migration after the distal humeral fracture. After the fracture, the humeral implant is loose and subsided. Bone quality has significantly progressed from mild osteopenia on the initial image to advanced osteopenia on the later image. After the humeral fracture the humeral implant was loose and proximally migrated as noted with stem extension through the humeral head. This could be secondary to trauma, with increased risk of fracture due to the advanced osteopenia. No component malfunction is identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial surgery approximately four (4) years and two (2) months ago. Subsequently, the patient underwent a revision surgery on an unknown date due to the implant loosening.